Event description:
The arthrocare want has 4 small ball shaped tips on the end. Two of the tips separated from the wand intraoperatively. One piece was identified and retrieved by the surgeon. The second piece could not be identified for removal.